Manufacturer narrative:
H10. D10. Concomitants: 02-020-11-0250 - truliant ps cem fem ps cem left sz 5, (B)(6); 02-022-45-5050 - truliant tib fit tray cem sz 5f / 5t, (B)(6); 200-07-35 - advanced patella 35mm 3 peg implant, (B)(6). These devices are used in treatment and not in diagnosis. Pending investigation.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2017, and then experienced revision surgical procedure on (B)(6) 2022 approximately 4 years and 11 months after initial implant. No images were provided. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.